Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient¿s peritoneal dialysis effluent was clear and the patient was reportedly doing well. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On unreported date(s), the patient was treated with vancomycin 2 grams (route, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal and extraneal therapies were ongoing. The patient was recovering from the peritonitis event. No additional information is available.